Event description:
It was reported that a spectrum pump failed high end test with parameters set to 0-40 ml for the low end and 200-800 ml for the high end. All units were below 175 on the high end. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported issue "will not pass high end test" was not reproduced. The event history log review was performed. An event occurrence date was not provided; however, the last day of customer use revealed the user programmed one infusion with a rate of 40 ml/hr with a vtbi of 20 l, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.